Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an off no power alarm after a low battery alarm. Anomaly happened twice. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No unexpected off no power alarm or low battery alarm noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.